Event description:
The pt reportedly experienced an allergic reaction to the sutures at the implant site. The pt was treated with isodine; however the treatment was not successful. The pt's internal device was extruding through the skin. The doctor confirmed that there was no infection present. On (B)(6), 2013, the pt had a skin flap revision surgery to cover up the exposed device. Another skin flap revision surgery was performed in (B)(6) 2014. The pt's device was explanted on (B)(6), 2014.